Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the retainer ring was missing and the reservoir could not stay in place. Customer's blood glucose was 14 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip. The device was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker, missing reservoir tube o-ring and stained end cap sticker.